Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) incorrect injection resulted in an emergency medical service [wrong product administered] case description: this serious spontaneous case from germany was reported by a consumer as "incorrect injection resulted in an emergency medical service(wrong product administered)" beginning on 2013, and concerned a male patient who was treated with novopen junior (insulin delivery device) from unknown start date for "device therapy", patient's height, weight and body mass index were not reported medical history was not provided. On an unspecified date of 2013, a patient reported that he has made an incorrect injection with novopeon junior. This resulted in an emergency medical service. Earlier the patient was prescribed the pen with memory function by his treating physician, but an incorrect injection on his part called for an emergency doctor's action. Batch numbers: novopen junior: unknown the outcome for the event "incorrect injection resulted in an emergency medical service(wrong product administered)" was not reported. Preliminary manufacturer comment: (B)(6) 2022 the suspected device novopen junior has not been returned to novo nordisk for evaluation; to check if the device works according to set specification. No conclusion reached yet.

Event description:
[Preferred term] (related symptoms if any separated by commas). Incorrect injection resulted in an emergency medical service [wrong product administered]. Dialling clicks to estimate the dose of the insulin [wrong technique in product usage process]. Case description: this serious spontaneous case from germany was reported by a consumer as "incorrect injection resulted in an emergency medical service(wrong product administered)" beginning on 2013, "dialling clicks to estimate the dose of the insulin(wrong technique in product usage process)" with an unspecified onset date, and concerned a adult male patient who was treated with novopen junior (insulin delivery device) from unknown start date for "type 1 diabetes mellitus". Patient's height: 171 cm. Patient's weight: 71 kg. Patient's body mass index (bmi): 24.28097530. Current condition: type 1 diabetes mellitus (since on (B)(6) 2009). Patient did not use an already used needle and in general did not reuse the needles. Patient did not leave the needle attached to the pen in between injections and attach the needle to the pen in a 180-degree angle (straight on). Patient has been trained by a hcp in the use of the device and patient stored the insulin in use at room temperature 20 - 25 °c and was dialling clicks to estimate the dose of the insulin. Batch number for novopen junior was not reported. The outcome for the event "incorrect injection resulted in an emergency medical service(wrong product administered)" was not reported. The outcome for the event "dialling clicks to estimate the dose of the insulin(wrong technique in product usage process)" was not reported. Since last submission the case has been updated with the following: partial dob and age group added. Patient's height and weight updated medical history updated product indication updated. Reporter causality updated. New event added. Narrative updated accordingly. Preliminary manufacturer comment: 27-dec-2022- the suspected device novopen junior has not been returned to novo nordisk for evaluation to check if the device works according to set specification. No conclusion reached yet. References included: reference type: e2b company number. Reference ID#: (B)(4). Reference notes: reference type: e2b report duplicate. Reference ID#: (B)(4). Reference notes: bfarm (bundes institut für arzneimittel und medizin produkte), deu reference type: mw 3500a MFR. Rpt.#. Reference ID#: (B)(4). Reference notes: medwatch 3500a MFR. Report number.

Event description:
Case description: investigational result: novopen junior - batch unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following: (not yet submitted) -investigational result updated -imdrf codes updated -narrative updated accordingly. Final manufacturer comment: on 25-jan-2023: the suspected device (novopen junior) has not been returned to novo nordisk a/s for the investigation. Batch number of devices is not available despite repeated efforts find the same. Batch trend analysis or reference sample analysis was not performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen junior. From the available information, due to handling error, wrong injection was administered which resulted in emergency medical services. H3 continued: evaluation summary. Novopen junior - batch unknown. No investigation was possible, because neither sample nor batch number was available.